Event description:
During routine programming, a patient previously implanted with an evoke spinal cord stimulation (scs) system reported stimulation in their right upper extremity. An x-ray was obtained and confirmed a lead migration. A lead revision was completed to resolve the issue and restore therapy. It was additionally reported that the patient¿s closed loop stimulator (cls) was replaced and a newer device model implanted. The reason for the device replacement was not disclosed to saluda.

Manufacturer narrative:
The anchor was returned for analysis and did not pass functional testing. Examination of the anchor under magnification identified a buildup of material in the threaded bore at the base of the clamp, which was not able to be removed during the decontamination process. It is possible that the material in the clamp mechanism could have an impact on the retention force of the anchors but this could not be definitively determined through the testing performed. The evoke scs system surgical guide lists lead migration from the location chosen at initial implantation, requiring surgery (including revision, explant, and replacement) as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system.